Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the level sensor was defective in an arctic sun device, the used circulation pump was (doa), the fluid delivery line (fdl) was without connector and the temperature in cable had a loose contact. Per review of wo on 09may2023, calibration and functional check passed. As per follow up information received via email on 10may2023, this was done onsite in the hospital by hospitec. Paperwork was uploaded so could see what was done to do the repair. No patient involvement. As per smx service paperwork, fluid delivery line (fdl) also noted to be faulty. As per follow up information received via email on 11may2023, it was a workshop repair here in spreitenbach. Yes, when we complete the maintenance/stk, the errors (on the device itself) will be fixed. We exchanged the level sensor. In addition, a pm was necessary in which a pump was newly defective. Since the error could not be narrowed down to one component, they brought the device to spreitbach. Yes, the fdl is defective. The customer tore off the connections.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the level sensor was defective in an arctic sun device, the used circulation pump was (doa), the fluid delivery line (fdl) was without connector and the temperature in cable had a loose contact. Per review of wo on 09may2023, calibration and functional check passed. Per follow up information received via email on 10may2023, this was done onsite in the hospital by hospitec. Paperwork was uploaded so could see what was done to do the repair. No patient involvement. As per smx service paperwork, fluid delivery line (fdl) also noted to be faulty. Per follow up information received via email on 11may2023, it was a workshop repair here in spreitenbach. Yes, when we complete the maintenance/stk, the errors (on the device itself) will be fixed. We exchanged the level sensor. In addition, a pm was necessary in which a pump was newly defective. Since the error could not be narrowed down to one component, they brought the device to spreitbach. Yes, the fdl is defective. The customer tore off the connections.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the level sensor was defective in an arctic sun device, the used circulation pump was (doa), the fluid delivery line (fdl) was without connector and the temperature in cable had a loose contact. Per review of wo on 09may2023, calibration and functional check passed. Per follow up information received via email on 10may2023, this was done onsite in the hospital by hospitec. Paperwork was uploaded so could see what was done to do the repair. No patient involvement. As per smx service paperwork, fluid delivery line (fdl) also noted to be faulty. Per follow up information received via email on 11may2023, it was a workshop repair here in spreitenbach. Yes, when we complete the maintenance/stk, the errors (on the device itself) will be fixed. We exchanged the level sensor. In addition, a pm was necessary in which a pump was newly defective. Since the error could not be narrowed down to one component, they brought the device to spreitbach. Yes, the fdl is defective. The customer tore off the connections.